Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net transmission that the patient had right atrial lead noise. The patient will be continued to be monitored. There were no symptoms to the patient from the noise.